Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels while using the pump. Patient stated her blood glucose level is too high at this time; highest blood glucose level is 511 mg/dl. Patient alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.